Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (500 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was stroke and intractable spasticity. On 14-feb-2019 it was reported that the patient¿s pump and catheter were explanted on (B)(6) 2018 due to infection. There were no environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics were performed. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿ and it was indicated that the hcp had no further information to provide regarding the event. No further complications were reported/anticipated.